Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent sterilization. The consumer's medical history included 4 children. Shortly after undergoing the essure procedure, hsg test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, and chronic fatigue. She stated that she never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2014, hysterectomy was done to remove essure. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 27-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this is a non-medically confirmed spontaneous case report under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) implanted and experienced chronic pelvic pain among other non-serious events. She sought treatment but was unable to resolve them. Approximately 2 years after essure insertion, she underwent a hysterectomy to remove essure. Pelvic pain is listed in the reference safety information for essure. Considering that essure may cause pelvic pain, that in this case the pelvic pain started after essure insertion, that she never had this pain prior to essure and that no alternative explanation was provided, a causal relationship with essure therapy cannot be excluded. This case is regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.